Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation. Additional information: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. In addition, the following non reportable malfunctions were found during the device evaluation: lamp with 500 or more hours. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction would likely be a faulty scope socket. The event can be prevented by following the instructions for use which state: [average lamp life] approximately 500 hours of continuous use (with intermittent use, the lamp life may vary slightly.) Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the xenon light source facing is cracked where the scope plugs into. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: b30 error code (scope connector poor contact). There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of a crack where the scope plugs into was confirmed. The device evaluation found error code b30 (scope connector poor contact) due to a faulty scope connector. Other non-reportable findings were: cosmetic wear and tear (broken front panel; top cover, chassis, front panel bezel and lamp door are rusted)., the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.